Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy (calcified) or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date d4: a partial UDI was provided as the lot number is not known the additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was closure of an unspecified access site using a prostyle device using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture thread came out of the needle during step 3 of the device deployment with five prostyle devices. The evar procedure was completed. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.